Event description:
It was reported that during a cryoplasty treatment procedure, the catheter became stuck on the guide wire. A non bsc wire was advanced to the lesion located in the left superficial femoral artery. The polarcath .035 - 5/100/120 catheter crossed the lesion with some difficulty advancing on the guide wire. The catheter was inflated twice and then became stuck on the guide wire during removal. The catheter and the guide wire were removed as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a cryoplasty treatment procedure, the catheter became stuck on the guide wire. A non bsc wire was advanced to the lesion located in the left superficial femoral artery. The polarcath .035 - 5/100/120 catheter crossed the lesion with some difficulty advancing on the guide wire. The catheter was inflated twice and then became stuck on the guide wire during removal. The catheter and the guide wire were removed as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed the catheter was received with kinks on the shaft at about 300mm, 320mm and 325 mm from the manifold strain relief exit. It also had kinks on the balloon at about 101mm and 114 mm from the distal tip. The rosen guidewire was returned stuck in the catheter. The guidewire was pulled from both ends and it would not budge. The balloon was removed and found the guidewire lumen buckled about 14 mm from the distal tip. Regions of the balloon were kinked. The catheter was cut in half near the kinks on the shaft. The guidewire was easily pulled out from the connector side. Kinks on shaft did not impede movement of guidewire. It was very difficult to pull the wire from the balloon side. As the wire was being pulled, it started to stretch. The guidewire lumen buckled around the guidewire in the balloon region. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).